Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported issues. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported leak is the result of the user technique. The reported air embolism was a cascading effect of the reported leak. The reported patient effect of air embolism as listed in the mitraclip ntr/xtr instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During insertion of the clip delivery system (cds), air entered the steerable guide catheter (sgc) and went into the left ventricle. The physician noted the three-way stopcock on the clip introducer was open. The air was aspirated and the procedure continued. The clip was able to be implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.